Event description:
Impression: 1. Fluoroscopy showed a fractured retention leg of the bard eclipse ivc (inferior vena cava) filter. The filter was removed, but despite attempts the fractured leg was not retrieved.ivc removal: the ivc is patent and there is no visualized thrombus within or below the ivc filter. No contrast refluxed on the left common iliac vein. Visualization of the filter shows it to be vertically oriented, but with a fracture along the mid aspect of one of the retention legs. This is new compared to placement three months ago. A 25mm gooseneck snare was used to grasp the hook on the top of the filter, and the filter explanted. Fluoroscopy showed that the fractured leg remained imbedded in the wall of the ivc. Multiple attempts to grasp the retained leg with a variety of different loop snares, without success. Patient was notified about the retained strut from the filter. Patient was followed-up by phone and was doing well post radiology intervention.